Event description:
It was reported to philips that the system was tripping the residual current device, and shutting down automatically. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was tripping the residual current device and shutting down automatically. Review of the log files shows several unexpected power downs. Upon troubleshooting, the philips remote service engineer (rse) visited remotely and found that the machine intermittently shut down due to the tripping of the residual current device (rcd). A philips field service engineer (fse) went onsite and found a loose connection of the earthing wire in the customer's earthing pit which determines that the earthing leakage caused the rcd to trip. To resolve the issue, fse reset the connection and ensured the wiring was correct. After repair, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.